Event description:
It was reported that an insulation breach was observed on the left ventricular (lv) lead during the lead extraction. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID: 6949, defib lead implanted: (B)(6) 2006; product ID: 7299, biv defibrillator implanted: (B)(6) 2006; product ID: 3830-59, non-defib lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation was ruptured. There was blood on the proximal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.